Event description:
It was reported the patient had let their pump go empty because of health issues and "doctors orders." The patient wanted to get the alarm turned off. It was noted that if the pain was tolerable, the pump would be removed in 30 to 60 days. No outcome or medication was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).